Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical insulin pump error. Customer stated that they had red x an a book on the screen and she has large crack on the back of insulin pump. Customer's current blood glucose was not given. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm critical pump error alarm due to blank display. Insulin pump also received with cracked case.